Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
The customer called technical support (ts) reporting that the device displayed the message "faulty led alarm" (error code 1105). The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer will disconnect all power from the device (battery and mains) and see if the problem persists. Further information is pending.

Manufacturer narrative:
Upon follow up it was noted that there was no feedback from the customer and the case was closed per agreement with the customer. Additional attempts were made to obtain further information regarding the context of device use and repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.